Manufacturer narrative:
The serial number for this bl3170 handpiece is unknown and has not been returned for evaluation. Additionally, the origin of the reported "white sticks" is unable to be determined. Therefore, no conclusion could be established. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. Should the product be received, the investigation will be reopened. The investigation is considered complete at this time.

Manufacturer narrative:
Section b3 was corrected to reflect the date of event as (B)(6) 2019 , rather than (B)(6) 2019 as originally reported. The device has been returned and the evaluation completed. Visual inspection found the device damaged. A functional test was performed using a stellaris system, and the handpiece tuned, primed and functioned as intended. Additionally, processed water was run through the irrigation tube of the handpiece, and out onto a 0.45 micron filter. After vacuuming, the filter was then microscopically examined. No white "stick-like" particles were found though some darker particles were, with what looks to be organic matter. A review of the certificate of compliance and the final test traveler found that the device met all physical and functional requirements. Further investigation results are pending. The investigation is ongoing.

Event description:
Since the initial report, additional information received providing clarification on the event. The phacoemulsification handpiece released white particles into patient's eyes during cataract surgery. The user facility reported the sterilization staff noticed particle presence in the handpiece after it was used. The surgical step for when the particle was observed is unknown. The user facility was not able to indicate if there was patient clinical consequence.

Manufacturer narrative:
The origin of the reported "white sticks" seen by the surgeon was unable to be determined. No white "stick-like" particles were found during the product evaluation, therefore, the root cause is unknown / inconclusive. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. The investigation is complete.

Manufacturer narrative:
No serial number has been provided so the device history record could not be reviewed. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reports the presence of particulate entering the eye from the handpiece during surgery. The surgeon indicated white, stick-like particulate appeared during the surgery. The particulate presented with a crumbly appearance. The surgeon aspirated the stick-like particulate with the stellaris system, therefore the particulate could not be kept as it was crushed when aspirated. According to the surgeon, particles could be due to the condensation step during their sterilization process. No clinical consequences or additional medical interventions reported as a result of this event.